Event description:
Additional information received stated that the rep had no information regarding the ins being tilted, and planned to meet with the patient to evaluate. The rep later stated he contacted the patient to set up an appointment and inform her that she should contact repair is she thought there was an issue with the recharger. The rep stated the patient was setting up an appointment with her hcp to evaluate the ins site, and the patient was planning to call the rep back with the date and time. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 37791, product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jan-03, information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and cervival/neck. Information was reported that the patient has been having problems with coupling when charging their ins. The patient verified that the recharger does power on and does show the normal charging screen, but is getting no coupling boxes. The patient stated she moves the antenna sometimes and gets 2-4 boxes, but they drop off and now she is not able to get any coupling boxes. The patient is being sent a new recharging antenna because it is damaged. No further complications were reported. No patient symptoms were reported. On 2019-jan-10, additional information was reported that the patient is still struggling with recharging. The rep has left the patient a message to call them back to help determine what is going on. No further information was reported. On 2018-jan-09, additional information was received from a manufacturer representative (rep) reporting that the patient had not called the rep back yet to let them know what was going on in regards to whether they received a replacement recharge antenna and whether their coupling issues had been resolved. Therefore, the cause of the coupling issues were still unknown. No additional actions had occurred at this time regarding the coupling issues as the rep indicated they were waiting for a call back from the patient. They stated that it was unlikely that they coupling issue had been resolved. Additional information was also received by the patient reporting that they noticed that their ins was tilted. The patient stated that they had tried using adhesive disks, the belt, making sure it was very tight, and replacing the antenna and none of these resolved the reported issue. It was indicated that the patient had two inss and the other ins did not have this issue. The patient stated that they talked to a rep the day before yesterday and they told them to call patient services. The patient was redirected to follow-up with their healthcare provider (hcp). No symptoms were reported. It was unknown when the event occurred. No further complications were reported/anticipated.